Manufacturer narrative:
An outside the united states customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (>IFU 99th% 45 pg/ml) on one patient serum sample that was low/normal 0.02 ug/l (cut off 0.04 ug/l) on an alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 129 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate without re-centrifugation ( 122 and 124 ng/lng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction - this result was not provided by the laboratory however they noted interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. Per the atellica im tnih instructions for use (IFU) samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 troponin or other alternate methods for troponin will have similar results. Per the atellica im tnih instructions for use (IFU) there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on same atellica im analyzer and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant atellica im tnih results.